Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. The vad and equipment were not returned to the center; therefore, no product is available for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 13-oct-2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2019. They were found at home. It was unknown if the death was ventricular assist device (vad) related. No autopsy was performed and no further studies were completed. The vad and equipment were not returned to the clinic.